Event description:
It was reported that two pts fell from the x-ray table during exams. The incident reported in the complaint occurred when the second pt had allegedly begun to itch, due to a drug reaction. The pt rolled up to scratch his back, and slid off the table. The pt complained that his wrist was hurting and was examined by the physician and subsequently scanned on a CT with no negative results. No further injuries or complaints were noted. There was no report of any system malfunction or failure. The customer later informed siemens on (B)(4) 2012 of the first patient mentioned in the complaint. On (B)(6) 2011, a previous pt had fallen from the table during an exam. Siemens was informed that the pt had defecated on the table and while trying to lift off of it, slid off the table to the floor. There were no injuries reported for the event.

Manufacturer narrative:
The siemens sales representative for this site was contracted by the customer with an inquiry regarding pt restraint prices. Siemens became aware of these incidents at this time, and a complaint was submitted. The complaint was received by the factory on 02/22/2012. We were also informed that pt restraining belts have subsequently been purchased by the customer and area now being used to hold patients on the table during exams. Siemens does not routinely service this customer. The customer is serviced by a third party company, and siemens is not aware of whether or not preventive maintenance has been performed by them. It is clearly stated in the operator manual volume 1, safety, technical and administrative info, (B)(4), chapter "system operation", warning "movement of the pt on the tabletop." "Never leave a pt unattended on the tabletop." "Use the provided accessories, e.g. Immobilizing straps to secure the pt in a stable position. Positioning accessories: attach the accessories required for secure positioning to the pt table". A csan (customer safety advisory notice) (B)(4) was issued in 2008 to remind operators to apply correct pt restraints.